Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice automated pd set with cassette became disconnected from the transfer set. This occurred during drain cycle three of peritoneal dialysis therapy. The technical service representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available. This is report 2 of 2.